Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) detected a high premature atrial contraction (pac) count due to oversensing of paced r wave which has contributed towards short atrial tachy response (atr) events. The field is assuming it is due to high lv output. Technical services was contacted for potential programming recommendations. No adverse patient effects were reported. This crt-p system remains in service.